Event description:
The customer reported while attempting to deploy a vasoseal es, no resistance was felt when they tried to engage the j segment in the artery. The temporary arteriotomy locator was pulled back until the j segment was seen wrapped around the temporary arteriotomy locator. Manual compression was applied to the site and no complications were reported.